Manufacturer narrative:
Additional information: product analysis observations: set screw location within construct unknown. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Set screw rod interface node height and morphology of node deformation are atypical of full tightening. Node deformation height (@ center) significantly different than typical from bench comparison samples. Set screw witness marks are noted on the periphery of the set screw face, and not through the centerline, as is typical with bench comparison sample. Set screw rod interface node height, morphology, and witness marks indicate rod may not have been completely seated in mas saddle at final tightening.

Event description:
It was reported that the patient had an anterior/posterior fusion at levels l5 and s1 during which the break off set screws were broken off. A few weeks ago, the patient reported hearing a clicking in his back when he stood up. Surgeon took x-rays, and noticed there were set screws that had separated from the screws and rod. Surgeon feels the anterior graft is solidly fused and has no plans for a an additional procedure as of now. On (B)(6) 2014, patient presented with popping sensation and some pain in the lower back region. Patient underwent x-ray which shows disengagement of several of the set screws in the lower lumbar construct. There is no hardware breakage or loosening. No sign of ps eudoarthrosis. Revision surgery was done on (B)(6) 2015.

Manufacturer narrative:
(B)(4): unknown image review findings:alif with sovereign at l4 and l5 along with posterior pedicle screw stabilization from l3 to s1. Ap and lateral x-rays are reviewed showing the lower set screws have come undone, involving s1 and l5. Symptoms of clicking and electrical jolts have been reported by the patient but no plan to revise has been presented. Solid fusion has been reported suggesting the devices have met their intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.